Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy, at the third firing of left upper lob resection, at the resection of the first branch of pulmonary artery, loading and handle operation had no problem. After the surgeon pull the black release button to the initial position, a bleeding seemed to occurred at pulmonary artery. Actual bleeding amount was unknown. Only a few staples were formed at the end of the vessel. The tissue was not resected. The procedure was completed with manual suturing. There was no patient injury.